Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2016 with the following findings: a review of the pump¿s alarm history showed multiple consecutive cs054/cs052/cs012¿ alarms. The pump powered up with audible and vibration alerts to a blank screen. The pump¿s cover was removed and there was no further intermittent condition found to the printed circuit board. A unity test code downloader tool was used to upload a test code to the slave processor but it was unsuccessful. A slave processor failure was concluded.